Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis, and it was observed that the tip of the guidewire was detached, bent, and stretched at the distal tip section. The detached, bent and stretched guidewire could contribute to a device malfunction during the procedure.

Event description:
Reportable based on the device analysis completed on 01aug2024. It was reported that a 180x25cm guide wire fathom peripheral was returned with no reported field allegations or patient complications. However, device analysis found the tip of the guidewire was detached.